Event description:
It was reported that during remote follow-up, the patient presented with noise oversensing resulted in non-sustained right ventricular (rv) oversensing on the their rv lead. No information about intervention was reported. There were no patient consequences and the patient was in stable.

Event description:
New information received notes that the patient's right ventricular lead was explanted and replace on (B)(6) 2022.

Manufacturer narrative:
The reported event of noise and lead integrity issues were confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found external and internal insulation abrasions breaching the right ventricle and ring electrode cable lumen in multiple locations, exposing the inner coil. An external insulation abrasion breaching the superior vena cava cable lumen was noted consistent with friction to the device can. An external insulation abrasion breaching the right ventricle cable lumen was also noted consistent with friction to another device or feature of the heart. The reported event of noise was isolated to the exposure of the ring electrode cable and inner coil located at the abrasion zone.